Event description:
The customer complained of questionable results on multiple tests for approximately 100 patient samples on the cobas 8000 c (701) module. The customer provided an example of questionable results for 1 patient sample. Of the data provided, there were discrepant results for astl aspartate aminotransferase, ca2 calcium gen.2, crep2 creatinine plus ver.2, gluc3 glucose hk gen.3, hdlc4 hdl-cholesterol plus 4th generation, and bilt3 bilirubin total gen.3 for the patient sample. The initial astl result was 0 u/l and the repeat result was 24 u/l. The initial ca2 result was 3.9 u/l and the repeat result was 6.0 u/l. The initial crep2 result was 0.81 u/l and the repeat result was 1.1 u/l. The initial gluc3 result was 114 u/l and the repeat result was 161 u/l. The initial hdlc4 result was 63 u/l and the repeat result was 40 u/l. The initial bilt3 result was 0.6 u/l and the repeat result was 1.0 u/l. The repeat testing was performed on a different c (701) module. There was no adverse event. The erroneous results were reported outside of the laboratory. The corrected reports were sent to the medical personnel. The customer changed probes, performed a probe check, and air purge. The issue continued and the customer discontinued using the c (701) module. The field service engineer (fse) replaced vacuum valves and adjusted rinse volumes. The fse performed a precision run that was acceptable. The ast reagent lot number was 350647. The ca2 reagent lot number was 318812. The crep2 reagent lot number was 351812. The gluc3 reagent lot number was 342842. The hdlc4 reagent lot number was 305113. The bilt3 reagent lot number was 328776. The reagent expiration dates were asked for but not provided. The investigation determined that the provided alarm trace contained abnormal sample aspiration, sample short, and abnormal cell blank alarms on the day of the event. The investigation determined that the service actions performed by the fse resolved the issue. There have been no further issues since the service visit.